Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): importance of anesthesiologists¿ non-technical skills in the management of a case of life-threatening cardiac tamponade during robot-assisted thoracic surgery 10.18999/nagjms.87.2.368 yamane-2025-importance of anesthesiologists' n.pdf. Https://doi.org/10.18999/nagjms.87.2.368. Additional patient information: height 155 cm. Section b3: date of event - due to lack of specific information regarding the event date associated with the adverse event, the article published date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. Section e: initial reporter name is the designated article correspondence author.

Event description:
A review of the article reported the following adverse event: a patient experienced life-threatening hypotension due to intraoperative cardiac tamponade during robot-assisted thoracic surgery. The condition was managed by undocking the robot, performing echocardiography, and making an incision in the pericardium, leading to hemodynamic improvement.